Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The sizing of the device was determined by transesophageal echocardiography (tee) and computed tomography (CT) scan measurements. The landing zone measurements were 12mm depth were maximum diameter at 28 mm and minimum at 18.5mm. A 500cc of fluid given before pressure check. During procedure, the pressure was optimal 14mmhg, close criteria's, stability test validation were satisfied and the device was released. There was no change before and after the test and compression measured before release was between 4 and 5 mm. Few minutes after the release, tee showed the amulet move proximally and came back a few millimeters at the left upper pulmonary vein (lupv). The device was still in place, but to avoid embolization a decision was made to retrieve the device. The amulet was retrieved percutaneously with success. The patient was reported stable.

Manufacturer narrative:
An event of device migration, few minutes after the implant was reported. The investigation confirmed the device met dimensional specifications when analyzed at abbott. It was noted that a nitinol wire was fractured, consistent with damage during use. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The provided image and imaging confirmed reported event of device migration. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported migration could not be conclusively determined. The reported medical intervention was a result of case-specific circumstances as the migrated device was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a